Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 242 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, the customer received a series of incomplete bolus alerts prior to event when not trying to deliver a bolus. The customer was reminded to exit the bolus menu when bolus is completed.